Event description:
The endotine midface b implant leashes snapped off during surgery. There was no patient injury.

Event description:
The endotine midface b implant leashes snapped off during surgery. There was no patient injury.